Event description:
It was reported that there was a perforation with pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then began to insert the wds. While inserting the wds the physician felt the was move and perforate the laa of the patient. The perforation resulted in a pericardial effusion. The physician performed a pericardiocentesis to tap and drain the fluid from the effusion. The effusion was treated and the procedure was continued. The procedure was completed successfully with the closure device implanted in the laa of the patient. The effusion was monitored for two hours post procedure and the patient remained in the hospital for 24 hours to be monitored. There were no other interventions or treatments that were performed for the patient. The patient is expected to make a full recovery from these events.